Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm sjm masters series valve expanded cuff was selected for implantation into a patient. During the procedure, during implantation, a leaflet dislodged form the device, fractured into two pieces, and fell into the left ventricle. The leaflet pieces were retrieved, and the valve was replaced with a 25mm sjm masters series valve expanded cuff. It was reported that the patient is stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The device was returned to abbott for investigation and one leaflet was dislodged and fractured and the other leaflet remained properly inserted into the orifice. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined but is consistent with some external force being applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: device code 2907 removed.